Event description:
Additional information was received indicating that the product problem was observed during testing. There was no patient involvement. The device produced an alarm.

Manufacturer narrative:
Returned device was received with wear and tear damaged enclosure, tank cover, line cord, and front cover. Outdated pcb and power switch. During the evaluation of the device the customer reported condition was confirmed cracks in the lower right corner of the tank cover. Problem source was traced to user interface . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer was leaking. No adverse patient effects were reported.